Event description:
It was reported that the patient presented to the emergency room with severe low back pain. Despite being prescribed muscle relaxants, the pain persisted. The patient tried various treatment programs, but none provided relief. The nurse practitioner assessed the pain as primarily musculoskeletal rather than nerve-related and did not believe it was related to the stimulator. During the appointment, the physician decided to perform a caudal injection. However, when the patient was positioned for the procedure, patient experienced extreme pain and reported feeling like their head was going to explode. The patient's blood pressure was checked and found to be critically high, indicating a hypertensive emergency. Consequently, the patient was transported to the emergency room for further evaluation and treatment.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, e1, and h6.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation, resulting in pain and difficulty walking. During a reprogramming appointment, it was assessed that the pain represented a new pain area. Following reprogramming, the patient was reported to be doing better. It was further assessed that the patients pain was not related to the scs therapy. The physician planned to administer a caudal injection; however, while preparing the patient for the injection, the patient reported experiencing a severe headache. The patients blood pressure was checked, and she was assessed to be experiencing a hypertensive emergency, after which she was transported to the emergency room. No further information was provided.